Event description:
It was reported this right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements below 200 ohms. The patient is not implantable cardioverter defibrillator (ICD) dependent; therefore, no pauses were seen. Technical services (ts) discussed possible causes and recommended further testing. This rv lead remains in service and no adverse patient effects were reported.